Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the software 9733763 synergy cranial s7 (unknown serial/lot #) found no failure. Suspect user error as there was frame movement. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a cranial resection. It was reported that during an optical cranial case, they registered the patient and it was accurate, they then draped the patient and when they checked after draping it was no longer accurate. (B)(6) noticed that the head frame was flipped, so they switched it back it was more accurate, but was off by 5 mm. The surgeon decided to continue without navigation, no patient impact.